Event description:
Same case as MFR report #: 2134265-2009-02608. Same patient as MFR report #: 2134265-2010-02061, -02235, -02236, -02768. (B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed restenosis. The patient had an unknown size taxus express2 stent placed in (B)(6) 2007 in the rca. The patient returned in (B)(6) 2008 for a study scheduled six month follow up. The patient was diagnosed with silent ischemia and a 99% stenosis of the 2.5x10mm distal rca was found and treated with balloon dilation on day 199. The treatment resulted in 25% residual stenosis and the patient was discharged on day 201 remaining on bayaspirin and panaldine. There were no problems at the one year follow up. The investigator assessed this event as definitely related to the study device. At the time of reintervention, two additional lesions were treated. A 3.5x20mm, 75% stenosis of the proximal rca (right coronary artery) was treated with placement of a taxus express2 stent. A 3.5x15mm, 90% stenosis of the mid rca was treated with placement of a taxus express2 stent. Residual stenosis for both lesions was 0%. The additional lesions were assessed by the investigator as unrelated to the study device.

Manufacturer narrative:
Device evaluated by MFR: as the device was not returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).